Event description:
It was reported that implantation of an impella cp was aborted due to patient anatomy. The iliac artery was very tortuous and the buddy wire was unable to advance the pump into the left ventricle. The patient outcome is unknown.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The pump will be returned for evaluation.

Event description:
It was the sheath that kinked due to vessel tortuosity.

Manufacturer narrative:
B5 information was added that was omitted from the initial report that was submitted. H10: this is one for two reports this report is for the introducer and another report was submitted for the pump. Related report number was added.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: pd-any device-(twist, bent, kinked): the cause of pd-any device-(twist, bent, kinked) was most likely patient condition related since the clinical team confirmed the issue was due to the patient had difficult anatomy of vasculature (vessel tortuosity).